Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event and patient hospitalization were not reported. Treatment details were not reported. It was reported that pd therapy was ongoing during treatment. At the time of this report, the patient had recovered. No additional information is available.